Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not re-open during a hysterectomy and were cut off in order to remove them. The surgeon used another device to finish the procedure with no further difficulties. There was no patient injury.